Event description:
Device malfunction: kinked sheath, unable to insert exchange sheath to starclose shaft. Time of malfunction: during insertion. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of a starclose device attempted arteriotomy closure of the right common femoral artery after an interventional procedure. Reportedly, the starclose shaft could not be inserted into the exchange sheath. When the exchange sheath was removed from the pt, it was found kinked in three places. A 8 fr sheath was inserted in the pt's groin and kept in until activated clotting time normalized. Hemostasis was achieved with manual compression. There were no adverse pt effects. Though requested, no additional info was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.